Event description:
Ous MDR - it was reported that one week after the implantation, pacing impedance decreased (300 ohms) and no sensing and pacing were noted. Furthermore, it was reported that the lead perforated the ventricle wall and caused diaphragmatic stimulation. The lead was explanted and a new lead was implanted. The revision succeeded, without complications for the patient.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. There was no sign of a material or manufacturing problem.